Event description:
The patient entered a scrap yard that had a huge magnet. The patient experienced burning at the pocket. The patient's leg felt like it was pulsating. The patient felt shocking and pain in his shoulder until he turned his neurostimulator off several hours later with a magnet. The patient had not used his implant for many years and had lost his patient programmer. The on/off status of the device could not be verified without a programmer. The patient was provided assistance to find a device-managing hcp. The patient was at home at the time of the complaint. His status was reported as 'unknown'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.